Event description:
It was reported that during implant of a new right ventricular lead, the physician had difficulty tightening the setscrew to the new lead. The pulse generator was explanted and replaced. The patient was noted to be doing well after procedure.

Manufacturer narrative:
(B)(4).